Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this device declared elective replacement indicator (eri) earlier than previously estimated remaining longevity four months prior which was 1.5 years. Review of the device data identified increased shock impedance measurements, and an alert had been generated for a shock impedance measurement greater than 125 ohms. At the time of the alert, the alert limit was increased to 150 ohms. Additionally, increased right ventricular (rv) threshold measurements and decreased right ventricular (rv) sensing measurements were noted. The physician ordered an updated echocardiogram; however, the results were not reported. A boston scientific technical services consultant informed the caller that evidence suggests it may be time to consider an rv lead revision at the time of the device replacement. The system remains in service and no adverse patient effects were reported. This report is being submitted to update the additional manufacturer narrative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device declared elective replacement indicator (eri) earlier than previously estimated remaining longevity four months prior which was 1.5 years. Review of the device data identified increased shock impedance measurements, and an alert had been generated for a shock impedance measurement greater than 125 ohms. At the time of the alert, the alert limit was increased to 150 ohms. Additionally, increased right ventricular (rv) threshold measurements and decreased right ventricular (rv) sensing measurements were noted. The physician ordered an updated echocardiogram; however, the results were not reported. A boston scientific technical services consultant informed the caller that evidence suggests it may be time to consider an rv lead revision at the time of the device replacement. The system remains in service and no adverse patient effects were reported.